Event description:
It was reported that during surgery involving the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI), damage was discovered when the stylet was attempted to be reinserted but could not be reinserted. Stylet will not fully insert. The rep noted the lead was defective. Troubleshooting was performed by attempting reinsertion multiple times and performing an x-ray. The issue was reported as resolved, and no patient injury or adverse outcome was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_stylet_acc, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.